Manufacturer narrative:
Device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm twice. The customer's blood glucose level was unknown. The customer was able to clear the alarm but unable to rewind the insulin pump. The customer changed the battery but the alarm occurred again. The insulin pump will be returned for analysis.